Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30401913m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the case, the physician checked the pericardium on intracardiac echo (ice) for an effusion which was then confirmed. The medical intervention provided was a pericardiocentesis and 1000cc of fluid was removed. The patient was reported to be in stable condition. The physician could not confirm the cause of the injury, possibly too much ablation. The event occurred post use of biosense webster, inc. Products, post ablation. There was no evidence of steam pop. The patient¿s condition has improved. Extended hospitalization was required to reverse anticoagulants and then extubated to exclude neurological damage. Transseptal puncture was performed with a brk needle (st. Jude). Standard irrigation flow settings were used. There were no error messages observed on biosense webster, inc. Equipment. Graph, dashboard, vector and visitag were used for force visualization. The visitag settings were distance 2.5,time 3, fot 25%, 5g, 3mm tag size, impedance drop for coloring option.